Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated post implant. After discharge the patient was re-admitted with a pericardial effusion and possible lead extruding into the pericardial cavity. CT scans and echos have been performed and the physician has opted to monitor the patient.